Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that a device manufacturer representative was going into a catheter revision case at the time of report and had limited history. It was noted there had been a loss of therapy and a possible catheter occlusion. The representative planned to get more history once in the case. Following the case, additional information was provided. The patient had also experienced increased pain. It had been determined that a fractured catheter had caused the loss of therapy and was what the event was attributed to. The catheter was fractured in two places, proximally and distally. The event was not due to the pump. It was noted a dye study had been performed troubleshooting wise in order to diagnose the issue. During the surgery, on the date of this report, the catheter was revised. In terms of how the patient was doing, the health care provider (hcp) had indicated they were doing well and receiving effective therapy. The device system was used to deliver morphine.